Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Clinical review was performed for the reported event: it is likely that the reported puncture wound on the patient's chest was caused by the device's chest compressions. The puncture wound in the chest did not influence the patient¿s outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that use of device caused a puncture wound in the chest of the patient.

Manufacturer narrative:
A stryker field service representative visually inspected the device and confirmed that the device would function properly. The device' suction cup was not available for inspection. As a result, the reported issue could not be verified or duplicated and a conclusive root cause could not be determined. The device was consequently returned to the customer for use.

Event description:
The customer contacted stryker to report that use of device caused a puncture wound in the chest of the patient.